Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient passed away due to candida sepsis without any details of the root cause. The patient suffered from a severe refractory candida sepsis which was diagnosed by blood culture and related to the outcome. No direct root cause could be determined. Driveline or the device as a root cause were excluded. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.